Manufacturer narrative:
Device used for treatment, not diagnosis. Device is an instrument and not implanted or explanted. Manufactured between september 28, 2007 and december 14, 2007. The device was returned for evaluation. A device history review and evaluation was completed and it concluded: no complaint related issues were found.

Event description:
Surgeon reported that during procedures, the 2nm torque limiting handle possibly over-torquing. It was also reported that under bright light a puff of white dust came out of handle. This report is 1 of 1 for complaint (B)(4).